Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's scs system was electively explanted. The pt was not using the system.

Manufacturer narrative:
Result - there is no alleged device failure to meet spec. As per the event detail, it was "reported that the pt had her system electively explanted. Pt was not using stimulation." The event cannot be confirmed through product analysis testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.